Manufacturer narrative:
This event was discovered when pmt initiated a voluntary, proactive, chart review of over 400 patients to explore and collect data regarding the clinical performance of pmt devices in real-world use. In this case, the event was not reported as a complaint by the customer and there was no device defect or malfunction related to the device at the time of surgery. A (B)(6)-year-old male patient underwent successful multi-level circumferential fusion. Patient was recovering well from the index procedure until he experienced a trauma and fractured his facet joint causing the cage to be dislodged from its original position. During treatment of the fracture, the surgeon removed the cage from the fractured joint (c5-c6, left). The device migration is likely attributed to the acute trauma that the patient suffered. The patient is doing well and no subsequent issues have been reported.

Event description:
(B)(6)-year-old male patient underwent successful multi-level circumferential fusion. Patient was recovering well from the index procedure until he experienced a trauma and fractured his facet joint causing the cage to be dislodged from its original position. During treatment of the fracture, the surgeon removed the cage from the fractured joint (c5-c6, left). No device defect or malfunction was reported by the surgeon.